Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software an interpretation of "I" was sent to the lis, despite no mic being determined by the phoenix m50. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary, customer reporting that the system (444165/(B)(6)) did not determine the mic for piperacilin. This issue was addressed in the pud v7.51 release. This is a confirmed complaint of a bd product. Per baltrm-441007-aph revision 10, the failure associated to this complaint is a user inconvenience which is a severity of s1; reference ID 6.6. Complaints for software were under statistical control for the month of april. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.